Event description:
I received saline breast implants in (B)(6) of 2014. Immediately, I began experiencing issues with my skin, that had no cause. In (B)(6) of 2014, I started seeing a dermatologist, then an allergist, and then a hem/onc, who thought I had paget's disease of the breast due to the eczematous rash on my nipple. After multiple test, I only showed an inflammatory response. Since 2015, I have had allergy testing, biopsies, and multiple blood tests which only show an inflammatory response and my body is covered in an eczematous rash that weeps. I have finally been sent to a dermatologist who has put me on methotrexate to ease my symptoms. I am scheduled for explant on (B)(6) 2018.